Event description:
A customer obtained erroneously elevated troponin (accu tni) results, above the ami cut-off, on one patient sample. The initial result was 1.40 ng/ml, and 0.90 ng/ml upon an automatic re-test (reflex testing). The original sample was tested on a different instrument and a result of "<0.06 ng/ml" was obtained. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin tube and it was centrifuged at 3,700 rpm for 7 minutes. Two system checks performed on (B)(4) 2009 and (B)(4) 2009 passed within specifications. A field service engineer (fse) was dispatched: the fse ran a diagnostic testing and a carryover procedure. The carryover procedure failed. The fse performed alignments and cleaned the wash tower and replaced the wash nozzle and o-rings, and the sample probe. The fse repeated the carryover procedure and the diagnostic testing and all results passed. The fse verified the repair per established procedures and results met published performance specifications. Hardware issue may have contributed to this event.